Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 200 to 400 mg/dl. Customer also had blood glucose level of 160, 358 and 348 mg/dl. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer was declined to troubleshooting for high blood glucose. The customer was injected insulin with needle. The insulin pump and reservoir will not be returned for analysis.